Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed with no isig readings detected. The lab transmitter was checked for proper use and operation and passed per specification. The needle complaint could not be confirmed due to the sensor being returned without the needle.

Event description:
Customer was reporting issues with the sensor. Then reported her blood glucose was 38 mg/dl, treated by drinking a (B)(4) and feels better. Troubleshooting for calibration errors and blood at site was performed. Customer was advised how to properly calibrate and insert the sensor. No further information reported.